Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The complaints for delivery system difficulty or inability to cross septal wall and interventional device interacts with non-edwards device were unable to be confirmed as no relevant imagery was provided and medical record did not capture the reported events. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. In addition, a review of the device history record and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of instructions for use/training materials did not reveal any deficiencies. Based on the event description, it is possible that when attempting to position valve, the valve interacted with the existing atrial septal occluder device, which may have contributed to the reported inability in crossing the septal wall. As such, available information suggests that patient factors (interaction with existing atrial septal occluder device) contributed the crossing difficulties while procedural factors (improper patient screening) may have contributed to the interaction between the valve and the existing atrial septal occluder device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17655.

Event description:
As reported by the edwards field clinical specialist, during placement of a 29mm sapien 3 ultra resilia valve in the existing 29mm sapien 3 ultra resilia valve, the first attempt to place the valve was unsuccessful because the valve stuck to the previously implanted atrial septal occluder device. The system was completely removed. The atrial septal occluder was removed, and a second sapien 3 ultra resilia valve was implanted with +4cc. The existing perivalvular leak (pvl) was reduced from three to one. The remaining pvl was attempted to be plugged with a septal occluder device. There was still some pvl at the end of the case, less than moderate. The patient was stable when they left the cath lab.